Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Abbott diabetes care product quality engineering (pqe) investigated the freestyle libre 3 complaint and determined that there were no issues with the freestyle libre 3 application that would have led to the complaint. The user reported missing high and low alarms with the freestyle libre 3 application. Attempted to replicate the user¿s complaint using application samsung galaxy s20 fe 5g, android 13, 3.4.2.9593, iphone 11 pro, ios 16.6, 3.4.1.7374 and was able to successfully receive low glucose alarm notifications in the application. The user complaint could not be replicated. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Abbott diabetes care received a complaint via email which reported that while using the freestyle libre 3 (app), the sensor's low glucose alarm did not sound and the customer was not alerted of changes in glucose level. The customer was unable to self-treat and had contact with a healthcare professional who provided unspecified medical treatment for the reported issue. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Abbott diabetes care received a complaint via email which reported that while using the freestyle libre 3 (app), the sensor's low glucose alarm did not sound and the customer was not alerted of changes in glucose level. The customer was unable to self-treat and had contact with a healthcare professional who provided unspecified medical treatment for the reported issue. No further information was reported. There was no report of death or permanent impairment associated with this event.